Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the sensors. The insulin pump kept going into threshold suspend. The customer also kept receiving low and calibration error alarms. The insulin pump alarmed lost sensor as well. The customer changed the sensor every two days. The insulin pump went into threshold suspend when the sensor was reading 43 mg/dl but her blood glucose level was 152 mg/dl. The device was not returned.